Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007 that the customer alleges they sustained thermal injury to her face from an electrode placed during a sleep study (diagnostic polysomnogram).